Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode CAPA reference no: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). During pm on syringe module 8110, (B)(6) have seen unusual amount of units failed pressure test. I checked his devices, they are about 4 years old. I told him it is normal for pressure sensor to fail after 2-3 years of manufactured. Pressure sensor is one of the common failure. He would like to know the reason why these unit failed pressure sensor (error code 354.6770). He would like to send these units in for investigation.